Manufacturer narrative:
An event of deployment button issues was reported. The flexnav was returned to abbott and the investigation found that all components, including deployment button were functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and that the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation utilizing a small flexnav delivery system. Sufficient calcium present. Pre-dilation performed with simvalve 22fr. During positioning when 80% deployment was reached and exceeded, the deployment lock button was not triggered. The valve was implanted at a depth of 3-4mm non-coronary cusp (ncc) and 2-3mm left coronary cusp (lcc). After release the valve migrated towards aorta. Patient became hemodynamically unstable (pressure drop), thought to be from right coronary obstruction. Medication was provided as the valve was snared into ascending aorta and a non-abbott 23mm sapien was implanted. There were no patient consequences.

Manufacturer narrative:
Correction: this event was downgraded to not reportable. An activation problem in and of itself is not likely to result in an adverse patient impact or clinically significant delay in procedure. This may damage the device or may require replacement of the product but is not likely to cause a patient injury and is not reportable. There were no reported patient consequences or clinically significant delay.

Event description:
There were no reported patient consequences or clinically significant delay.